Event description:
Consumer stated that he does not get his entire dosage when taking injection. Stated, the insulin flow will stop before its done and he has to use a second or sometimes third pen needle to complete his injection. Stated, his eyesight is very poor. Lot: unknown. Catalog: 320122. Date of event: unknown. Samples: yes. Declined replacement. (B)(6).

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe and pe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.